Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for difficult/unable to operate (not drawing) on lot # 8337709. Investigation summary: customer returned nine (9) 31gx6mm, 0.3ml bd insulin syringes from an open polybag from lot 8337709. Consumer reports that when trying to use the syringe to aspirate the medication, it does not perform the medication suction. All nine returned syringes were examined, then tested for flow: all nine syringes were able to draw and expel properly. Since no evidence of manufacturing defect was observed the alleged issue could not be confirmed. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200794548, 200794547] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10bagsla was unable or difficult to aspirate. Product defect was noted during use. The following information was provided by the initial reporter: customer reports that when trying to use the syringe to aspirate the medication, it does not perform the medication suction. The syringe is not used for insulin application.